Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by a dentist and has a letter from them. They had to have 2 cavities filled and one that still may require a root canal due to the damage to the root from the aligners.

Manufacturer narrative:
Dentist recommended the patient cease treatment. Medical device problem code added. Structural problems. Health effect - clinical code-sensitivity.